Manufacturer narrative:
Customer service conducted troubleshooting with the customer, by verifying the pump suction levels and breast shield sizing fit. The customer indicated that the pump was not being turned up too high and that even on the lowest setting her nipple is still being pulled all the way in hitting the back of the connector. The customer indicated that she is going to try the 24mm breast shields with a 21mm insert to see if that will help. The customer was sent 21mm and 24mm personal fit and personal fit flex, along with a new set of connectors to try and the return of her originals were requested. The customer indicated that she would call back if the new shields and connectors did not resolve her issue. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that her issue with the breast shields and connector has not been resolved. The customer indicated that there is too much rubbing on the cut to prevent healing. The customer was offered to speak to a medela lactation consultant and accepted. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) /2020, the customer alleged to medela llc that freestyle flex 21mm breast shield are too short causing cuts on her nipples when they hit the back of the connectors. The customer alleged that she has also tried the personal fit breast shields and they do the same thing. The customer alleged that she was prescribed a prescription cream for healing by her doctor.